Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) had a detached haptic. The iol was fully inserted into the patient¿s right eye. However, due to the detached haptic it cannot center and was removed. The procedure was completed with a backup lens of the same model and diopter. Doctor is very experienced including her staff. The haptic is still in the bag because she ¿couldn¿t fish it out¿. Reportedly, the patient¿s vision is fine. There were no complications such as a capsule tear, vitrectomy, incision enlarged or sutures. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.